Manufacturer narrative:
The fsr replaced the red lever sensor and the issue resolved. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the red level sensor did not pass release testing. There was no patient involvement.

Manufacturer narrative:
Updated block.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the red level sensor to lab use only (luo) testing equipment. The level sensor performed as intended throughout the evaluation and no malfunctions were observed. It was determined that the red level sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.